Event description:
It was reported an infection in the device pocket occurred. Surgical intervention was required; the wound pocket was cleaned and the mesh pouch was removed. The pump remained implanted. A culture was obtained from the device pocket however the results were not provided. It was reported antibiotic treatment was necessary. The symptom the patient experienced was a fever. At the time of this report the patient's status was not known to the reporter. The drug being delivered via the device system was unknown to the reporter. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8 590-1, lot# n099338, implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
Additional information reported that the patient was healing well and was progressing in the right direction. The patient was recently seen by the physician and the physician was happy with how things were going. It was also reported that patient did not have meningitis. The drug in the pump was reported as "not applicable."